Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6003908 have already been previously tested in the (B)(4) on 08/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6003908 was manufactured according to the work instruction (wi) version 15 manufactured in the line/machine multivac 07, on 16/nov/2023, with a total of (B)(4) units. DHR cannula: the lot 3l01884 was manufactured according to the wi version 36 manufactured in the line/machine 02, on 13/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 26/may/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6003908 and other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, and another complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced event of leakage of cannula on (B)(6) 2025. The site was patient's abdomen. No further information available.